Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon 2nd inflation, the balloon ruptured at 16 atmospheres after a duration of 20 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 10mm longitudinal tear on the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon 2nd inflation, the balloon ruptured at 16 atmospheres after a duration of 20 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.